Event description:
The customer reported about dust-like fm adhering to the product.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Manufacturer narrative:
(B)(4) follow-up emdr for device evaluation: nine photos and two sample were provided to our quality team for investigation. Through visual inspection, no anomalies were observed regarding the devices; therefore, the reported failure mode was not confirmed. A device history review could not be completed as no batch number was provided. Based on the available information we are not able to identify a root cause at this time. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends.

Event description:
The customer reported about dust-like fm adhering to the product.